Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that since the initial implantation of the inflatable penile prosthesis (ipp), the patient experienced persistent penile deviation and partial inflation. A surgical procedure was performed during which the physician identified a cylinder crossover. Also, during procedure the patient was remeasured and dilated; physician believed the patient was never fully dialated at the distal portion of the corpora. It was also reported that it was a complicated procedure with extended or time due to the complicated nature of his prior surgery and delayed or time. All components of the original ipp were removed and replaced with a new ipp. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually inspected and leak tested. Visual inspection of cylinder 1 revealed wear at the fold in the distal proximal end and outer tube wear from the input tube in the middle of the cylinder. Cylinder 2 showed a buckling fold in the middle of the cylinder. Both cylinders passed the leak test. The pump was visually inspected, leak tested and functionally tested; all tests passed with no anomalies or leaks detected, and the pump was fully functional. The rte tip extenders were visually inspected. Rte tip extender 1 exhibited a detached rear tip during decontamination, while rte tip extender 2 showed no damage or abnormalities. He device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Based on the available information and analysis results, the reported clinical observations of migration and deflation issues could not be confirmed.

Event description:
It was reported that since the initial implantation of the inflatable penile prosthesis (ipp), the patient experienced persistent penile deviation and partial inflation. A surgical procedure was performed during which the physician identified a cylinder crossover. Also, during procedure the patient was remeasured and dilated; physician believed the patient was never fully dialated at the distal portion of the corpora. It was also reported that it was a complicated procedure with extended or time due to the complicated nature of his prior surgery and delayed or time. All components of the original ipp were removed and replaced with a new ipp. No patient complications were reported.